Event description:
It was reported that the patient's lead was fractured and disconnected from the extension. The patient had experienced discomfort at the device pocket due to the position of the stimulator. At the patient's request, the stimulator system was explanted and replaced with a smaller stimulator system manufactured by a different manufacturer. No patient outcome was reported.